Event description:
It was reported the patient's op5 personal diabetes manager (pdm) gave an uncommanded bolus whilst they were at school. The patient experienced hypoglycemia and blood glucose levels decreased to 1.7 mmol/l (30.6 mg/dl). The patient was treated with food and dextrose.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.5-p001. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Cloud data for 21nov2025 was downloaded and reviewed. The data showed multiple boluses delivered on 21nov2025, all of which were based on a carb entry, with some also having a blood glucose entry. It could not be conclusively determined based on the case description which bolus is the reportedly uncommanded boluses. Without log files, it cannot be determined if there was physical interaction with the controller to program and deliver these boluses, as cloud data does not contain logging for interactions. The exact cause of the reported event could not be determined.